Event description:
It was reported that the patient experienced a loss of therapeutic effect with a gradual increase in tremor on the right side, as well as intermittent shock-like sensations in the right hand and face with neck movement. High impedances were noted (2009) for all monopolar contacts on the left stimulation. The amplitude was lowered and an x-ray ordered. An x-ray (same day) revealed focal narrowing in the high cervical segment of the lead suggestive of a kink or break. The patient was referred to the neurosurgeon for further evaluation. A CT scan was performed (the following month) for surgical planning purposes, and then another post lead placement for comparison with the pre-procedure CT. It was noted that battery replacement was discussed and the patient decided to replace the battery in an effort to avoid surgery in the future. The left sided system (lead, extension, and battery) was replaced. Intraoperative impedances were within normal limits. Following replacement, the patient had excellent tremor control of the right hand. The patient outcome was reported as no injury.